Event description:
The device was used during a laparoscopic nissen. Reportedly, an electrical fault occurred and bleeding was observed. The surgeon was unable to control the bleeding laparoscopically and converted to a laparotomy to correct the condition. The hosp has reported the pt's condition is satistfactory.